Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, excessive no delivery alarm, damage, battery out limit and blank display from the insulin pump. The customer's blood glucose reading was 409 mg/dl. While troubleshooting for high blood glucose, the pump went blank. The customer stated that there are cracks from the right side of the lcd screen going to the casing of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarms noted. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.